Event description:
I had essure permanent birth control implanted in me in 2008. I have extreme joint pain, hip pain, heavy and painful menstrual cycles. My hair is falling out. I didn't know what was causing all my pain and finally did some research and the exact symptoms I have other women have with essure. I want this out of my body and am doing everything possible to get this out of my body. I am (B)(6) otherwise healthy women and my mom who is (B)(6) can get around easier than I can.